Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the emergency room after receiving inappropriate therapy for vt. Device interrogation showed that the therapy was delivered in the vt zone, but above programmed parameter settings. Programming changes were made. The patient was discharged from the hospital.